Event description:
This unsolicited device case was received from united states on (B)(6) 2013 from a health care professional (other). This case involves a female patient (age unspecified) who developed pseudo gout for which excess fluid was removed (joint effusion) after receiving treatment with synvisc. Past drugs included three synvisc injections in her right knee which did well. No medical history, concomitant medications and concurrent conditions were reported. On an unspecified date, the patient initiated treatment with synvisc injection (route of administration, dosage regimen, batch/lot number and expiration date: unk) in left knee for osteoarthritis. On an unspecified date, the patient developed a pseudo gout in that knee. The physician removed excess fluid (joint effusion) and treated her with cortisone. It was reported that cultures of the knee fluid were negative for infection and she was diagnosed with pseudo gout. The physician wanted to know if the second injection could be given into the affected knee. Action taken: unk. Corrective treatment: cortisone for both the events. Outcome: not recovered/not resolved for both the events. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2013: in this case the patient was administered with synvisc for an indication of osteoarthritis. The causal role of synvisc cannot be excluded for the occurrence of the event of pseudo gout, however lack of info regarding the previous medical history and the concomitant medications used by the patient precludes the complete case assessment.